Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of weeks ago from date manufacturer was made aware. Explant date: couple weeks ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7059025.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and will not be returned. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.